Event description:
The customer reported that the reservoir was leaking when she attempted to draw insulin. The customer believed that the leak may have been from the transfer guard, but she was not sure. The customer stated that the reservoir was discarded. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.